Manufacturer narrative:
(B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. A video was received and is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: for scenario 1, was a different rf sensor tried? Was the filter fully seated/connected? [Ans: yes, different rf sensor has been tried and filter is connected. ] for scenario 3, was a different rd sensor tried or was this the same rf sensor from scenario 1? [Ans: yes, different rf sensor has been tried]. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the account turned on the mese1 with rf sensor connected, and the smoke evacuation cannot be activated (even with connecting cable connected or manual button pressed). Then they turned on the mese1 with rf sensor disconnected, the smoke evacuation can be activated with manual button or connecting cable. Finally they turned on the mese1 without connecting rf sensor, once plugged in rf sensor, evacuation activate continuously without connecting diathermy or pressing manual button. After reboot, became the first issue. The above issues are testing without connecting to any diathermy or energy device. There were no patient consequences.